Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Additional information added from email dated (B)(6) 2016 vs, rn: it was reported by medical personnel that during a software upgrade the controller had no sound. After the upgrade the controller did not sound the "no power alarm". The controller was not connected to the patient at the time. There was no trauma to the controller, and it is stated to be an "internal battery problem". The controller was replaced with no reported consequences or impact noted to the patient. No additional information provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's manufacturing records indicated there were no non-conformances generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed external visual examination but failed functional testing due to the voltage of the internal battery falling below specifications. The readings on one of the cells indicated that the cell was not working as expected. Therefore, the controller didn't activate the "no power alarm" because the internal cell of the nickel-metal hydride battery (nimh) has failed. An internal investigation is addressing failures of the "no power" alarm. The most likely root cause of the reported event can be attributed to a faulty internal nickel-metal hydride (nimh) battery. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.